Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10 ?device evaluation: one medfusion 4000 was returned for investigation in used condition. The pump was chipped out on both front corners of the top case. The event history log (ehl) showed a primary audible alarm post. The customer reported product problem was therefore confirmed via the ehl. The error was not replicated during functional testing however. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure. The pump then underwent preventative maintenance. The pump subsequently passed all the functional tests.